Event description:
It was reported that in between clinical studies, the subject had a second band slip, with gastric obstruction, necessitating urgent band removal. There were no other pt complications reported.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.